Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 06/06/2024. An investigation was conducted on 06/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on the cold jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the hot jaw was observed to be peeled away from the hot jaw exposing the hot metal jaw. The heater wire was also observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The black sheath of the shaft of the device closest to the base of the jaws was observed to be peeled back. No detachment of the sheath was observed. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failures "peeled; delaminated; jaw" and "peeled; delaminated; shaft" were observed. The lot # 3000378288 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws started separating midway through causing cautery to not work. A new device was used to complete the procedure. There was a procedural delay. There was no patient harm.